Manufacturer narrative:
This report filed january 5th, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with the device use and no clinical benefit. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(6) 2016.